Manufacturer narrative:
Review of received information: on-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Clarification regarding the affected part is required. The device logs and additional information have been requested for further investigation but have not yet been received. The UDI information is not available since the device was manufactured before 2015.

Event description:
It has been reported that the ventilator generated an alarm indicating safety valve open. There was no patient harm. Manufacturer's ref. #: (B)(4).